Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles.  Customer's blood glucose was unknown at the time of incident. Customer indicated that they store the insulin at room temperature prior to filling reservoir and no leaks were detected.  Customer was advised to monitor the pump.